Manufacturer narrative:
(B)(4): evaluation results, conclusions: lack of info, films not received.

Event description:
It was reported that 4 endeavor stents were successfully implanted during index procedure in a mid left circumflex lesion. The lesion was moderately calcified and non-tortuous. The first stent was deployed at the area of original lesion after the visualization of a spiral dissection post balloon pre-dilation. Then, the wire was pulled back and the dissection now became type "f" with abrupt closure, the wire was placed back in the 2nd, 3rd and 4th stents were deployed. At the follow-up appointment 9 months post stent implant, it was noted that the 3rd stent presents a fracture type 4 - just proximal to the area of overlap between stents 3 and 2. The investigator assessment has not been received yet.